Manufacturer narrative:
Retrospective review after expertise report: direct analysis on returned device: the screw fractured into several pieces, two of which were returned to us. Length of the piece including the screw head: minimum 7.7 mm / maximum 9.6 mm. Length of the cylindrical portion: minimum 6.1 mm / maximum 7.1 mm. The fracture occurred at the birth of the screw exit cone. The threads on the screw head are free from damage. The screwdriver recess is free from damage. However, the screw head has incipient fractures at the level of 3 lobes. Test insertion ø8 screwdriver into screw head recess ok: test carried out with ligafix screwdriver ø8 lot 090416. Tissue residues are present up to the fracture => the screw seems to have been introduced into the tunnel up to the birth of the exit cone of the screw. The tcp granules are clearly visible. Conclusion: the shape and position of the screw breakage are indicative of a torsional breakage. In the absence of several elements surrounding the circumstances of the screw breakage, the hypothesis that can explain this breakage is as follows: while the screw was being driven, the screw took a divergent trajectory from that of the tunnel, causing significant flexural and torsional stresses within the root of the screw, especially when the screw was traversing the cortical wall, and when the cone of the screw head was inserted in the tunnel. These constraints led to a deformation of the screw recess, which is almost zero at the bottom of the recess and maximum at the head of the screw. The deformation of the screwdriver was then greater than the elastic limit of duosorb (the constituent material), which caused the screw to break. There is no clinical consequence for patient. The surgeon indicate that the device not caused serious injury. No delay in surgery over 30mn. A new ligafix was used. The same event would be likely to cause or contribute to serious injury because the medical device fractured while in the patient. He retain potentially a piece of fractured screw. Very low biological risk: excess resorbable material. Potential mechanical risk: the piece of screw can be an obstacle for the new screw, which can generate a new breakage - risk of debris coming out of the tunnel into the joint. The injection conditions comply with our specifications. No corrective action. Our export area sales manager keep in touch to identify possible improvement points on the surgeon's technique. This file is now closed.

Event description:
Fnc (B)(4)- retrospective review after expertise report. For regularisation. Incident occured on (B)(6) 2019 - transmitted on 07 november 2019 by distributor for regularization - incident report received on 08 november 2019: "the screw was broken during surgery".